Event description:
It was reported to philips that the system did not emit x-rays. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the issue occurred during a diagnosis of neurovascular procedure and there was no impact of a patient or procedure. A philips remote service engineer (rse) analyzed the system log files and found the grid switch errors. A philips field service engineer (fse) went onsite and verified the cable heads and performed conditioning adaptation and edl calibration of the x-ray tube, and the system left in the working conditioning. However, the same issue reoccurred on (B)(6) 2024 when the x-ray tube (mrc 200+ 0407 rot-gs 1004) was replaced, and the system was returned to use in good working order. The codes were updated based on the investigation outcome.